Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2012 due to stress urinary incontinence and urethral hypermobility. The patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, odor, urinary/bowel problems, and underwent additional surgeries. It was reported that a physician attempted mesh removal and built new sling from muscle on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and hypermobile urethra and mesh was implanted along with the concurrent procedures of cystourethroscopy and vaginal packing. It was further reported that the patient underwent an autologous sling procedure and attempted mesh excision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, incontinence, uti and blood loss. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision/removal on (B)(6) 2013 by (B)(6). It was reported that following insertion the patient experienced urinary hesitancy.